Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
The consumer via the manufacturer's representative reported the therapy and implantable neurostimulator (ins) was turning on and off by itself. This was occurring at least once a week. The stimulation was turning off. A fall could have been related to this issue. The patient had fallen down steps, but this occurred prior to the issue with the stimulation turning on and off and the patient did not relate it to the complaint. The diary showed 100% stimulation use. The stimulation on and off events were not related to positional changes. It was noted the patient had not needed any reprogramming of stimulation and had not had any other changes in stimulation. It was not clear if the patient checked the stimulation status with the patient programmer when the on and off events were occurring. Upon interrogation with the clinician programmer it was found impedances were in a normal range on the day of the report. No anomalies were found. The recharge statistics showed (B)(6), 1.8hrs, 75%; (B)(6), 2.7, 75%; (B)(6), 0.2, 50%; (B)(6), 1.1, 50%; (B)(6) 0.2, 50%; (B)(6), 2.8, 100%. The patient clearly had some charge in the ins when she was starting to charge, so it did not appear that the stimulation was shutting off due to low battery level. This issue started 4 months prior to the report. Later, the rep noted she had not had any follow-up from the patient and had no further information at that point. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.